Event description:
The customer reported that the motor control unit errored. A visual message in german language displays on the screen. Translation: "'caution! "Power control" device error!". Also, advising user to contact an authorized service technician. Once these visual displays the machine is no longer functional. The user proactively submitted this device; it was not in use and claimed that the issue did not happen on site and learned the issue from an outside source. There are no reports indicating that this serial number caused or could have caused any malfunctions. Furthermore, there is no information regarding injuries or risks.

Manufacturer narrative:
A MDR search over the past 2 years has identified a previous complaint with a similar reported issue that was determined to be a reportable event that involved a serious injury. Richard wolf gmbh concluded that this case should be reported as a reportable malfunction.